Event description:
A series of volume discrepancies were reported. In 2007 the expected reservoir volume (erv) was 4.5 mls; the actual reservoir volume (arv) was 9.0 mls. Five months later, the erv was 3.7 mls; the arv was 8.0mls. Two months later, the erv was 11 mls; the arv was 6.4 mls. The pt's pain level was unchanged. The pump was used to administer fentanyl and clonidine. The pump was replaced.

Manufacturer narrative:
The infusion pump was returned for analysis. Results revealed corrosion or corrosion with mechanical wear.